Event description:
Attorney reported: in 2003- pt underwent hernia repair surgery, during which a ck mesh was implanted lot 43emd217; ref. MDR 1213643-2008-00157). Two month later- pt presented with continued abdominal pain. Four months later - pt underwent abdominal surgery. The physician notes that the mesh had torn away from the prior surgical site and there was herniation of the small bowel through the inner layers of the abdominal wall with adhesions. A second ck mesh was implanted lot 43emd251; ref MDR 1213643-2008-00158). In 2004- pt underwent abdominal surgery due to persistent pain and discomfort. The physician notes that the mesh had multiple adhesions and the mesh had adhered to a loop of the bowel. A third ck mesh was implanted lot 43emd271; ref MDR 1213643-2008-00159). In 2005- pt underwent surgery due to persistent pain and discomfort. The physician notes that one of the ck mesh was explanted. The following month- pt underwent abdominal surgery due to persistent pain, discomfort and for possible wound infection. The physician notes that the cultures taken from the fluid collection demonstrated negative cultures for aerobic, anaerobic, fungal, afb and bacteria. Four month later- pt had surgery for removal of all remaining ck meshes. All cultures remain negative. The physician note, the plastic ring was thought to be the source of the inflammation. There were areas of adhesions to the mesh and underlying bowel with an area of small serosal disruption. In 2005- pt underwent abdominal surgery for placement of composix ex mesh (ref. MDR 1213643-2008-00160). The physician notes cultures remain negative. The pathologist noted that the appendix was adherent to the removed mesh and the tip of the appendix appeared to have been sheared off.

Manufacturer narrative:
The event description includes info related to four events associated with one pt. In addition to this MDR please reference mdrs 1213643-2008-00157, 1213643-2008-00159 & 1213643-2008-00160. No DHR review performed because the lot number 43emd217 provided by the initial reporter has been determined not to be a valid lot number for the product listed. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.